Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during a visual inspection of the pump, no damage was observed on the keypad. During testing, the up arrow, down arrow, and ok keypad buttons were unresponsive. The keypad cover was removed and the ok button contact was found inverted. No contamination was found under any of the keypad button contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue: up and down arrow and okay buttons are unresponsive when pressed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.